Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-03495. It was reported patient experienced uncomfortable stimulation described as grabbing sensation when stimulation turned on. Reprogramming was attempted to no avail and diagnostics revealed high impedances on lead contacts. X rays did not reveal any anomalies. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-03495. Additional information identified that surgical intervention was undertaken ((B)(6) 2018) wherein the right occipital lead was explanted and replaced with a new lead (model# 3169) and left occipital lead was repositioned and anchored. Intra-operative testing was done and impedances were tested okay. Reportedly, no complication occurred during the surgery. Effective therapy was restored post-operatively. It is unknown which lead was explanted.